Manufacturer narrative:
A patient's ipg failed to establish communication with external devices was reported to abbott. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that the ipg failed to establish communication with external devices. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.